Event description:
This is filed to report the pericardial effusion that occurred during use with the clip delivery system, which required pericardiocentesis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, with a rotated heart. One clip was implanted and the mr was reduced to 3+. The second clip delivery system (cds 50316u134) was advanced; however, it was difficult to see the clip due to the heart rotation and the patient became hypotensive. A pericardial effusion was observed; therefore, the cds was removed, and the second clip was not implanted. The procedure was aborted with one clip implanted and the mr reduced to 3+. Pericardiocentesis was performed and the patient was stabilized. The physician believes that the pericardial effusion was due to the clip rubbing against the left atrial wall; however, there was no resistance noted with the anatomy and no issue with steering the device. The patient will be re-evaluated in the future but no additional treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. (B)(4). Failure to follow steps. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction. The reported patient effects of hypotension and pericardial effusion, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects appear to be related to patient morphology/pathology, resulting in difficulty with visualization, and user error due to the reported clip rubbing against the left atrial wall, causing the subsequent pericardial effusion and hypotension. It should be noted that the mitraclip system IFU states to confirm that the clip is free from the left atrial wall and valve tissue. It further warns: failure to confirm that the clip is free from the left atrial wall and valve tissue may result in cardiac injury. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication a product quality issue with respect to manufacture, design or labeling.